Manufacturer narrative:
Upon first inspection, the force gauge was not functional and would instead move when the pump was rotated from side to side. After opening the clamshell, the spring (curve cylinder spring: (B)(4) was in place but on the wrong side of clamshell. Because of this, it is likely that the customer opened up the clamshell and reassembled the components incorrectly. When the spring was put in properly, the force gauge worked correctly. The incorrectly inserted spring is what caused the issues with the force gauge and it was due to the customer reassembling the components of the clamshell incorrectly, not a problem with the design or manufacturing.

Event description:
Resqpump found on shift check dead battery. Force gauge stuck.